Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump experienced unknown problem. No patient consequences were reported. No adverse effects were reported.